Manufacturer narrative:
Pr (B)(4) follow up report for correction. The event/product problem was incorrect in the initial MDR. Correct event/product problem is silicone visible three samples and one photo were provided to our quality team for investigation. A visual inspection was performed. There was no stringing or excessive silicone observed. Fourier transform infrared spectroscopy (ftir) analysis was performed and confirmed the film on the stopper is silicone used in the manufacturing process. The condition observed is acceptable per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Please see attached silicone quantity guideline. Furthermore, a device history record review was completed for provided lot number 3325511. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Post investigation findings revealed that the "foreign matter" is actually silicone.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: "we are noticing a film that is present on the 10cc black stopper. Wondering if this is normal."